Event description:
It was reported that this electrode was part of a system revision due to infection/sepsis. The source and cause of the infection was unknown and not determined. This electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found an anomaly on the inner insulation. The anomaly did not go through to the surface of the insulation. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was part of a system revision due to infection/sepsis. The source and cause of the infection was unknown and not determined. This electrode was explanted. No additional adverse patient effects were reported.